Event description:
It was reported that a portex® bivona® tts¿ custom tracheostomy tube was leaking from the cuff. There was no patient injury.

Manufacturer narrative:
One pneupac® parapac® ventilator was received with a battery, oxygen input hose, air input hose, air gas supply indicator shroud ring missing, and eyeball window not correctly in position. Upon visual inspection, damage was noted to the casing and exhalation valve. There was also noted alignment of the peep/ CPAP control dial and the detent calibrated mark. Two screws were observed to be loose inside the unit after the unit was opened for further inspection. The screws are reported to hold the gas supply indicator in position. Functional testing was performed and revealed that the relief valve was below specification for different positions (40, 50, 60, & 70). However, noted to not have contributed to the reported fault. Non-return valve assemblies were removed from oscillator block allowing for further investigation finding "swarf" on the non-return valve. The reported swarf was noted to be preventing the valve disc from sealing causing a leak within the unit. Although the reported fault could not be duplicated testing, the observations noted on non-return valve could have initiated a leak causing the increase in inspiratory time, leading to oscillator stall; which could cause the unit to fail. Reason of the swarf is unknown, oscillator block inspected and no further evidence of swarf was noted. Other faults and damages identified would not have contributed towards the reported fault. No adverse trends have been identified relating to the reported issue.